Event description:
Patient presented to clinic for follow up post hospital d&c and hysteroscopy on (B)(6) 2024. Patient reported to provider that she had expelled white pieces of foreign body from her vagina post procedure. Vendor was contacted to determine if pieces were radiopaque but was unable to confirm. X-rays without gel did outline one additional foreign body in the vagina. Patient was returned to surgery to remove; 2 additional pieces were found during procedure.